Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during a pulsed field ablation procedure exhibited air ingress. Normal pfa workflow. The right superior pulmonary vein (rspv) was wired as the last vein for ablation. The physician wanted to do a venogram, so the sheath was aspirated, and air came out of the syringe. The catheter was carefully removed from the sheath, and the physician proceeded to aspirate the sheath some more. Some air continued to enter the syringe. It was suspected at this time there was a problem with the valve of the sheath. The faradrive sheath was replaced with another faradrive sheath to complete the procedure successfully. No patient complications were reported. The sheath is expected to be returned for analysis.